Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received moisture damage at electronic assembly. Unit received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip.